Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was not feeling stimulation or getting therapy relief. It was noted that this had happened before and the representative reset it for the patient. Patient mentioned their programmer batteries died and they replaced them, but was not sure if something changed or the setting changed as they were pressing all the buttons. Patient synced with their device and patient was on program 1 at 4.30v with therapy on. Patient stated they were at program 2 and felt stimulation but could have accidentally changed the program to program 1. Patient changed their settings to program 2 at 3.70v but was not feeling stimulation. Patient further reported that they fell 3 times back in (B)(6) 2017 while on a trip. No further complications were reported.